Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, further information was not provided.

Event description:
It was reported that the large volume pump was sent to biomed shop for repair for alarming 240.4150. Biomed replaced both upper and lower pressure sensors, performed pm checks, verified functionality to be within tolerance, and returned the device to service. Although requested, further information was not provided.